Event description:
This event was discovered when pmt initiated a review of a registry that collected data regarding the clinical performance of pmt devices in real-world use. In this case, the event was not reported as a complaint by the customer and there was no device defect or malfunction related to the device at the time of surgery. Patient (f, yob 1988) was treated on (B)(6) 2019 involving unilateral implantation of cavux cage-b and 1x ally bone screw at right l5-s1 as part of a lumbar fusion procedure to treat pain resulting from pseudarthrosis of a prior lumbar fusion procedure. They required a subsequent revision on (B)(6) 2019 involving a foraminotomy and facetectomy at the right l5-s1 level. The facetectomy included removal of the cavux cage and screw construct. The surgeon reported no device defects or malfunction of the cavux or ally devices.